Event description:
It was reported that during a lap bowel resection procedure, the surgeon uses the device to take down the mesentery. When he activated the device near greater omentum, he found that the blade tip broke into two pieces. There was no reported patient consequence.